Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain"), endometriosis ("endometriosis"), systemic lupus erythematosus ("borderline lupus") and uterine cancer ("tumor/teratoma/cancer") in a (B)(6) female patient who had essure (batch no. A45112) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils bent". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2011), anemia (with second birth), depression, back disorder, oophorectomy, kidney stones, lithotripsy and irritable bowel syndrome. Previously administered products included for to regulate her periods: birth control pills from 2010 to 2011; for contraception: depo-provera; for migraines: imitrex; for an unreported indication: ibuprofen, estradiol, cymbalta, prilosec and toradol. Past adverse reactions to the above products included vomiting with ibuprofen and toradol; and weight increased with depo-provera. Concurrent conditions included contrast media allergy (rash). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("pain stomach") and back pain ("pain back (severe and persistent)"). In (B)(6) 2013, the patient experienced migraine ("migraines/headache") and nausea ("nausea"). On (B)(6) 2013, the patient experienced complication of device removal ("complications from essure removal procedure") and cyst ("cysts"). On (B)(6) 2013, the patient experienced back disorder ("back problems"). In (B)(6) 2013, the patient experienced uterine cancer (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") and nodule ("nodules"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse"), adverse event ("right side problems"), headache ("headaches") and vomiting ("vomiting"). The patient was treated with analgesics, oral contraceptive nos, vitamins, surgery (hysterectomy and bilateral salpingectomy), surgery (removed ovaries) and surgery (had hysterectomy). Essure was removed on (B)(6) 2013. In 2016, the alopecia had resolved. At the time of the report, the pelvic pain, endometriosis, systemic lupus erythematosus, uterine cancer, fibromyalgia, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, back disorder, cyst, nodule, abdominal pain upper, back pain, adverse event, headache and vomiting outcome was unknown. The reporter considered abdominal pain upper, adverse event, alopecia, back disorder, back pain, complication of device removal, cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, migraine, nausea, nodule, pelvic pain, systemic lupus erythematosus, uterine cancer and vomiting to be related to essure. The reporter commented: the essure device was opened, loaded first into the left tube, and deployed per protocol with 4 trailing coils. The essure device loaded into right tube and deployed per protocol with 4 trailing coils. The patient had headaches ¿ to a point she could not see/ no light or sound around her. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2013: everything looked good. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and mr received: events added per pfs includes complications from essure removal procedure, autoimmune disorder (borderline lupus), fibromyalgia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hysterectomy (full), migraines/headaches, nausea, oophorectomy (bilateral removal of ovaries),pain, reproductive system disorder or condition (endometriosis), tumor/teratoma/cancer (tumors in uterus), coils bent. Essure implanted on (B)(6) 2012, essure removed on (B)(6) 2013 with hysterectomy and bilateral salpingectomy. Patient received pain medications, birth control pills, over the counter vitamins for treatment of the events. Patient received birth control pills (app. 2010-2011) to regulate her periods. Patient removed ovaries due to endometriosis. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain"), endometriosis ("endometriosis"), systemic lupus erythematosus ("borderline lupus") and uterine cancer ("tumor/teratoma/cancer") in a 30-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils bent". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2011), anemia (with second birth), depression, muscle disorder, oophorectomy, kidney stones, lithotripsy and irritable bowel syndrome. Previously administered products included for to regulate her periods: birth control pills from 2010 to 2011; for contraception: depo-provera; for migraines: imitrex; for an unreported indication: ibuprofen, estradiol, cymbalta, prilosec and toradol. Past adverse reactions to the above products included vomiting with ibuprofen and toradol; and weight increased with depo-provera. Concurrent conditions included allergy to intravenous contrast media (rash). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("pain stomach") and back pain ("pain back (severe and persistent)"). In (B)(6) 2013, the patient experienced migraine ("migraines/headache") and nausea ("nausea"). On (B)(6) 2013, the patient experienced complication of device removal ("complications from essure removal procedure") and cyst ("cysts"). On (B)(6) 2013, the patient experienced back disorder ("back problems"). In (B)(6) 2013, the patient experienced uterine cancer (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") and nodule ("nodules"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse"), adverse event ("right side problems"), headache ("headaches") and vomiting ("vomiting"). The patient was treated with analgesics, oral contraceptive nos, vitamins, surgery (hysterectomy and bilateral salpingectomy), surgery (removed ovaries) and surgery (had hysterectomy). Essure was removed on (B)(6) 2013. In 2016, the alopecia had resolved. At the time of the report, the pelvic pain, endometriosis, systemic lupus erythematosus, uterine cancer, fibromyalgia, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, back disorder, cyst, nodule, abdominal pain upper, back pain, adverse event, headache and vomiting outcome was unknown. The reporter considered abdominal pain upper, adverse event, alopecia, back disorder, back pain, complication of device removal, cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, migraine, nausea, nodule, pelvic pain, systemic lupus erythematosus, uterine cancer and vomiting to be related to essure. The reporter commented: the essure device was opened, loaded first into the left tube, and deployed per protocol with 4 trailing coils. The essure device loaded into right tube and deployed per protocol with 4 trailing coils. The patient had headaches ¿ to a point she could not see/ no light or sound around her. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2013: everything looked good. Essure hysteroscopy sterilization. Findings: the essure device was loaded into the right and left tubal ostia with 4 trailing coils in both ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: update of quality-safety evaluation of ptc ( update of FDA codes). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain"), endometriosis ("endometriosis"), systemic lupus erythematosus ("borderline lupus") and uterine cancer ("tumor/teratoma/cancer/ tumors in uterus") in a 30-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils bent". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2011), anemia (with second birth), depression, muscle disorder, oophorectomy, kidney stones, lithotripsy and irritable bowel syndrome. Previously administered products included for to regulate her periods: birth control pills from 2010 to 2011; for contraception: depo-provera; for migraines: imitrex; for an unreported indication: ibuprofen, estradiol, cymbalta, prilosec and toradol. Past adverse reactions to the above products included vomiting with ibuprofen and toradol; and weight increased with depo-provera. Concurrent conditions included allergy to intravenous contrast media (rash). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("pain stomach") and back pain ("pain back (severe and persistent)"). In (B)(6) 2013, the patient experienced migraine ("migraines/headache") and nausea ("nausea"). In (B)(6) 2013, the patient experienced uterine cancer (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced complication of device removal ("complications from essure removal procedure") and cyst ("cysts"). On (B)(6) 2013, the patient experienced back disorder ("back problems"). On (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") and nodule ("nodules"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse"), adverse event ("right side problems"), headache ("headaches"), vomiting ("vomiting"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety") and vitamin b complex deficiency ("vitamin b deficiency"). The patient was treated with analgesics, oral contraceptive nos, vitamins, surgery (hysterectomy and bilateral salpingectomy), surgery (removed ovaries) and surgery (had hysterectomy). Essure was removed on (B)(6) 2013. In 2016, the alopecia had resolved. At the time of the report, the pelvic pain, endometriosis, systemic lupus erythematosus, uterine cancer, fibromyalgia, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, back disorder, cyst, nodule, abdominal pain upper, back pain, adverse event, headache, vomiting, tooth disorder, depression, anxiety and vitamin b complex deficiency outcome was unknown. The reporter considered abdominal pain upper, adverse event, alopecia, anxiety, back disorder, back pain, complication of device removal, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, migraine, nausea, nodule, pelvic pain, systemic lupus erythematosus, tooth disorder, uterine cancer, vitamin b complex deficiency and vomiting to be related to essure. The reporter commented: the essure device was opened, loaded first into the left tube, and deployed per protocol with 4 trailing coils. The essure device loaded into right tube and deployed per protocol with 4 trailing coils. The patient had headaches ¿ to a point she could not see/ no light or sound around her. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative ultrasound scan - on (B)(6) 2013: everything looked good essure hysteroscopy sterilization. Findings: the essure device was loaded into the right and left tubal ostia with 4 trailing coils in both ostia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events added: dental problems, depression, anxiety. Reporter information was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain/severe and persistent pain"), endometriosis ("endometriosis"), systemic lupus erythematosus ("borderline lupus/lupus (sle)"), uterine cancer ("tumor/teratoma/cancer/ tumors in uterus") and ovarian cyst ("ovarian cysts") in a 30-year-old female patient who had essure (batch no. A45112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils bent". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2011), anemia (with second birth), depression, muscle disorder, oophorectomy, kidney stones, lithotripsy, irritable bowel syndrome, breast lump removal in 2001, cystoscopy in 2001 and unspecified noninflammatory disorder of vagina. *essure hysteroscopy sterilization. Findings: the essure device was loaded into the right and left tubal ostia with 4 trailing coils in both ostia.the patient had a computed tomography (CT) of the abdomen and pelvis, demonstrating nothing acute. Previously administered products included for to regulate her periods: birth control pills from 2010 to 2011; for contraception: depo-provera; for migraines: imitrex; for an unreported indication: ibuprofen, estradiol, cymbalta, prilosec and toradol. Past adverse reactions to the above products included vomiting with ibuprofen and toradol; and weight increased with depo-provera. Concurrent conditions included allergy to intravenous contrast media (rash), weight gain, neurologic disorder nos, nocturia, urinary frequency, bipolar affective disorder, malaise, decreased appetite, chest pain, seasonal allergy, mood altered, irritability, post coital bleeding, bleeding intermenstrual, tiredness, abdominal tenderness, asthma, dysfunctional uterine bleeding, morbid obesity since 2001, tobacco use disorder since 2001, cervicitis since 2001, endocervicitis since 2001, kidney stone since 2001, urinary tract infection and fallopian tube cyst. Concomitant products included sumatriptan (imitrex) for migraine as well as since 2007, estradiol since 2013 and omeprazole (prilosec) since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("pain stomach"), back pain ("pain back (severe and persistent)/pain back problems") and abdominal pain ("abdomen pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful sexual intercourse"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), migraine ("migraines/headache"), nausea ("nausea") and ovarian cyst (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have uterine cancer (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced complication of device removal ("complications from essure removal procedure"). On (B)(6) 2013, the patient experienced cyst ("cysts"). On (B)(6) 2013, the patient experienced back disorder ("back problems"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced nodule ("nodules"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("right side problems"), headache ("headaches"), vomiting ("vomiting") and vitamin b complex deficiency ("vitamin b deficiency"). The patient was treated with analgesics, duloxetine hydrochloride (cymbalta), oral contraceptive nos, vitamins nos, surgery (oophorectomy(bilateral removal of ovaries), had hysterectomy, hysterectomy and bilateral salpingectomy and oophorectomy(bilateral removal of fallopian tubes)) and filling, repaire. Essure was removed on (B)(6) 2013. In 2016, the alopecia had resolved. At the time of the report, the pelvic pain, endometriosis, systemic lupus erythematosus, uterine cancer, fibromyalgia, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, back disorder, cyst, nodule, abdominal pain upper, back pain, adverse event, headache, vomiting, tooth disorder, depression, anxiety, vitamin b complex deficiency, abdominal pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, anxiety, back disorder, back pain, complication of device removal, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, migraine, nausea, nodule, ovarian cyst, pelvic pain, systemic lupus erythematosus, tooth disorder, uterine cancer, vitamin b complex deficiency and vomiting to be related to essure. The reporter commented: the essure device was opened, loaded first into the left tube, and deployed per protocol with 4 trailing coils. The essure device loaded into right tube and deployed per protocol with 4 trailing coils. The patient had headaches ¿ to a point she could not see/ no light or sound around her. (B)(6) 2012, (B)(6) 2012 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2013: normal. Pathology test - on (B)(6) 2013: uterus with portion of right fallopian tube and cyst: 1 chronic cystic cervicitis with squamous metaplasia. 2. Weak proliferative endometrium. 3. Myometrium. 4. Left and right; fallopian tubes with essure devices x2. 5. Paratubal cyst.. Pregnancy test urine - on (B)(6) 2012: results: negative. Ultrasound scan - on (B)(6) 2013: results: everything looked good; on (B)(6) 2013: results: everything looked good. Ultrasound scan vagina - on (B)(6) 2013: confirmed placement of coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, anxiety, endometriosis, headaches, pelvic pain, pain during intercourse, vaginal bleeding, abdominal pain lower, dyspareunia and ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information were added and updated. Medical history, lab data and concomitant drug were added. Event : abdomen pain, ovarian cyst(oophorectomy added) were added. Event verbatim were updated as pain back (severe and persistent)/pain back problems, borderline lupus/lupus (sle), physical pain/ pain/severe and persistent pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain"), endometriosis ("endometriosis"), systemic lupus erythematosus ("borderline lupus") and uterine cancer ("tumor/teratoma/cancer") in a 30-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils bent". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2011), anemia (with second birth), depression, muscle disorder, oophorectomy, kidney stones, lithotripsy and irritable bowel syndrome. Previously administered products included for to regulate her periods: birth control pills from 2010 to 2011; for contraception: depo-provera; for migraines: imitrex; for an unreported indication: toradol, ibuprofen, cymbalta, estradiol and prilosec. Past adverse reactions to the above products included vomiting with ibuprofen and toradol; and weight increased with depo-provera. Concurrent conditions included allergy to intravenous contrast media (rash). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("pain stomach") and back pain ("pain back (severe and persistent)"). In (B)(6) 2013, the patient experienced migraine ("migraines/headache") and nausea ("nausea"). On (B)(6) 2013, the patient experienced complication of device removal ("complications from essure removal procedure") and cyst ("cysts"). On (B)(6) 2013, the patient experienced back disorder ("back problems"). In (B)(6) 2013, the patient experienced uterine cancer (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") and nodule ("nodules"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse"), adverse event ("right side problems"), headache ("headaches") and vomiting ("vomiting"). The patient was treated with analgesics, oral contraceptive nos, vitamins, surgery (hysterectomy and bilateral salpingectomy), surgery (removed ovaries) and surgery (had hysterectomy). Essure was removed on (B)(6) 2013. In 2016, the alopecia had resolved. At the time of the report, the pelvic pain, endometriosis, systemic lupus erythematosus, uterine cancer, fibromyalgia, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, back disorder, cyst, nodule, abdominal pain upper, back pain, adverse event, headache and vomiting outcome was unknown. The reporter considered abdominal pain upper, adverse event, alopecia, back disorder, back pain, complication of device removal, cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, migraine, nausea, nodule, pelvic pain, systemic lupus erythematosus, uterine cancer and vomiting to be related to essure. The reporter commented: the essure device was opened, loaded first into the left tube, and deployed per protocol with 4 trailing coils. The essure device loaded into right tube and deployed per protocol with 4 trailing coils. The patient had headaches ¿ to a point she could not see/ no light or sound around her. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative ultrasound scan - on (B)(6) 2013: everything looked good essure hysteroscopy sterilization. Findings: the essure device was loaded into the right and left tubal ostia with 4 trailing coils in both ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.